Event description:
It was reported that patient experienced hyperglycemia and went to emergency room and was subsequently hospitalized due to adhesive issue event on (B)(6) 2026 as infusion set fell off during use and treated with intravenous fluids of saline and insulin

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.